Event description:
The patient reported a month later that they received assistance from their doctor or company representative and their concerns were resolved.

Event description:
It was reported that when the implantable neurostimulator (ins) was removed in 2013, they left the leads in. The patient got a sore/boil where the lead/probe was so they removed the leads sometime in (B)(6) 2014. Now the patient was going to donate the external device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2010, product type programmer, patient. (B)(4).